Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system cp5. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during the case-preparation, a pump stop of the cp5 was recognized. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during the case-preparation, a pump stop of the cp5 was recognized. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system cp5. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during the case-preparation, a pump stop of the cp5 was recognized. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate the reported issue. The unit underwent an endurance test and passed without issue. The described error could not be reproduced. A technical safety inspection was performed without any abnormalities. The system was cleaned and returned to the customer as the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.